Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR. : returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a hole in the inner shaft 5mm distal from the marker band. The damage was consistent with an interaction from a guidewire. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during second inflation at 8 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during second inflation at 8 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported.